Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels between 60-300 (mg/dl). Customer consumed carbohydrates to address low bg and delivered a bolus to address elevated bg levels. Reportedly, customer's health care provider attributed fluctuating bg levels to the basal rate settings. During troubleshooting with tandem technical support, customer was able to adjust basal rate settings.